Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's step mother reported via phone call that the insulin pump had a black screen and had a constant tone when the battery was inside. The customer's blood glucose level was unknown. The customer's step mother stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display. Insulin pump was inspected and found moisture damage to electronics devices noted.